Event description:
A report has been received from a (B)(6) dialysis user facility. The following event has been received: adverse event experienced by the patient when the dialysis treatment was restarted after a closed circuit: cranial pressure and spots, difficulty breathing, nasal congestion and puffy eyes. Allergic reaction? At 9:50 am, it was reported difficulty drawing blood via avf (fistula), 10 am dialysis circuit in bypass. At 10:10 am restarted dialysis through central line catheter and an arteriofistula needle. There were immediate allergic symptoms. The patient was evaluated by the md and the dialysis treatment was continued for an add'l 30 minutes, however, the symptoms worsened. The md then ordered that the treatment be discontinued and an order was given for hydrocortisone and diphenhydramine IV as well as ventolin be administered by inhalation. The patient was hospitalized. It was reported that dialysis was started again the next day after this event with the same products from same lots with no problems experienced. It was also learned that the blood was returned to this patient with the patient's reaction reported as "not worse". Currently, the patient is receiving dialysis with use of the same dialyzer, however, the facility has changed the priming process. There is no sample available for an eval.